Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was pt rep reported that the controller showed a message saying "recharger problems cannot continue" since unknown date (pt does not remember) and pt has not been able to charge. Agent had pt rep try to recreate the message but could not. Pt rep stated they are at the hospital now and saw a mdt rep who reset the controller and thinks the controller is the issue. Agent had pt rep inspect for damage and saw no visible damage to the recharger or the controller port. Agent had pt start implant charge but saw no device found. Pt rep pressed recharge and saw all 3 numbers at 100. Pt rep pulled paddle away from implant and the numbers decreased. Pt rep then stated that the cord going into the paddle is very hot - no pt harm reported. Agent asked when pt last successfully charged was- pt rep stated probably a couple months ago. Agent reviewed meaning of passive recharge mode and can call back if replacement recharger does not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: the device recharger (rtm) 97755, serial number (B)(6) was returned for product analysis. Analysis found recharger antenna failure wherein a no device found message was seen. It was also found that recharger antenna was frayed wherein the cable insulation was peeling away at donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.